Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture in the battery compartment and intermittent power issues after worn while swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: during investigation, there was moisture damage observed in the battery compartment. The battery cap was stripped and unable to secure power to the pump. A test battery cap was able to secure enough and power up the pump. A 12 hour duration test was completed with a test cap with no power loss or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.